Event description:
Information was received from a (B)(6) female pt who experienced application site stinging, tingling, redness, swelling, crusting and blisters after receiving a levulan + blu-u treatment for facial actinic kerastoses. The reporter stated - she recovered form the events, but then (B)(6) weeks post treatment she complaint of areas of increased redness on her face plus wrinkles/grooves in her skin which were no present before. Pre-treatment/skin prep: rinsed face with h20. Levulan incubation time: 30 mins. Blu-u settings length of illumination: 15 min and secs. Date of onset of adverse experience: (B)(6) 2012. I had all of the above as stated with a bacterial infection above my lip and went on antibiotics. These were really severe burns. Obviously, I had a bad reaction to the levalon. It has been (B)(6) months since had this tx and still have discoloration and redness. It gets worse when applying moisturizer and especially when I work out and get flush in the face. It gets really pronounced and patchy. I am not happy with these results obviously and not liking the texture of my skin which I find caused more damage to my skin in those particular areas.